Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (add gel) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the cable connecting the distribution node (dn) and rear te was pulled from the dn strain relief, damaging internal wires. The cause of the add gel messages is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'add gel' messages without a gel release event.